Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the surgeon was using the 30-degree endoscope plus and the image flipped around and made loud noises. The endoscope had to be taken out and put back in. While suturing, the surgeon tried to move the endoscope around and it was moving in the opposite direction. The surgeon took it out and put it back in and it worked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the endoscope's orientation was upside down and they were confused. The customer reported that there was no unintended motion. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with this complaint. A supplemental MDR will be completed once fa results are completed or if new information is received.